Event description:
It was reported that after a gastric band procedure when the radiologist tried to do a band fill they were unsuccessful. An x-ray confirmed that the velocity port had flipped 180 degrees. The patient came back to theatre to have the port replaced with a new one, and the surgeon confirmed that the port had flipped, hooks were not visible. The port was discarded by theatre staff. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/13/2009device was not returned for evaluation.